Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via femoral artery. The 81% stenosed, 19mm x 3.4mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the moderately tortuous and moderately calcified right coronary artery. Following pre-dilatation of a 3.0x15 balloon catheter, a 3.50 x 20 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was noticed that the distal of the stent itself was deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.